Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. On (B)(6) 2023 nalu became aware that a full system explant took place due to an urgent need for an MRI. MRI imaging need is unrelated to the nalu system, or the area being treated by nalu. Explant took place on (B)(6) 2023.

Manufacturer narrative:
Review of records found no history of complaints for this patient. There are no allegations of any system or component failure. System explant was due to an unrelated medical condition.